Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist.

Manufacturer narrative:
The large suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the customer reported complaint of a broken cable. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Additional observation(s) not related to the customer reported complaint include that the instrument was found to have blade damage. Both blade edges were indented. The instrument grips were found with signs of corrosion. Both grips exhibited light pitting corrosion on the outer, non-cutting surfaces on the blades. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.119¿ - 0.209¿ in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the large suturecut needle driver had a broken cable. The instrument was changed. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress. The instrument was requested to be returned for evaluation by the failure analysis team, but it has not yet been received. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.